Manufacturer narrative:
Section refers to the main device, other components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Analysis of the implantable catheter serial# (B)(4), revealed damage to the transition tubing.

Event description:
On (B)(6) 2016, an implantable pump and catheter were returned to the manufacturer for routine analysis from a mortician's office. It was indicated the devices were returned for disposal only. Additional information was received from the mortician's office september 01, 2016 that the office was a collection site for removed devices, and would send the devices back to the manufacturer for disposal only. The hcp stated if there had been a death associated with the device, the information would have been provided with the device.

Manufacturer narrative:
Interrogation of the device identified that the device had been delivering 500.0 mcg/ml of lioresal at 2.92 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.